Event description:
It was reported that ¿one of these exploded¿ in the patient¿s back. The patient wanted to speak with a manufacturing representative. The patient planned to call the healthcare professional (hcp) and ¿go from there.¿ additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).